Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level of 22.2 mmol/l. Customer also reported that there was air bubble on reservoir and infusion set. Customer's other blood glucose value was 15.8 mmol/l. Customer was treated with bolus. Reservoir will not be returned for analysis.